Manufacturer narrative:
Evaluation is progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the centrifugal control unit was flickering on and off at first and then went blank. The rpm bar for the unit was grey also. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.